Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event the day before the event was reported and treatment rendered for the event was not reported. At the time of this report, the patient was recovering from the peritonitis. Physioneal therapy was ongoing. No additional information is available.